Event description:
It was reported the user (a va out-pt) received a burn on his leg. Visual inspection of the unit revealed no evidence of a malfunction, however, we noted that the cover of the heating unit appeared to be discolored by excessive levels of heat in two areas, indicated that the unit had been folded during use. In addition, the flannel cover did not appear to have been used at all, while the heating unit itself was extremely dirty and showed signs of being subjected to considerable compression of some type. Testing of the unit found that it operated within product specs. We found no defect in any component, and no evidence of any malfunction that would result in a burn to the user. We determined that this report was attributable to misuse of the product on the part of the consumer.